Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. The aortic neck was reverse-funnel shaped, 20-23 mm in diameter, had anterior angulation of about 15 degrees, mild calcification and mild thrombus. Vessel morphology was severely tortuous. The patient had a large ima and patent lumbar arteries. The distal right internal iliac was embolized the day prior to the stent graft implant. It was reported that the bifurcated stent graft was implanted just below the renal arteries, however, upon final angiogram, the stent graft had slipped approximately 1.5 cm. A cuff was then placed successfully to account for the slipped graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - evaluation results: (severely tortuous vessels).